Manufacturer narrative:
Initial.

Event description:
It was reported that the pump was not charging and displayed a low battery message, and after guided troubleshooting the user placed the phone on the charging pad, switched outlets, and charging resumed. Symptoms included no adverse clinical effects and no alarms. Outcomes included no impact on health. Investigation included user-guided troubleshooting of the external power supply and charging setup. Investigation of this case revealed that the charging issue was resolved by using an alternate outlet, indicating an issue with the initial power source rather than the device charger or pump. It was concluded, based on previously established findings for similar reports, that the cause was user environment or external power source.